Event description:
The patient reported that the buttons required multiple presses to elicit a response. The patient reported having the issue for one week and the issue was getting worse. The patient confirmed that there was no visible damage to the keypad. The patient reportedly wore the pump in a pocket and cleaned the pump with a mild soap and water.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the keypad buttons were found to be intermittently responding to presses. The keypad was removed and adhesive was observed under the button contacts. Unrelated to the complaint the display screen was found to be dim and miscolored; this issue is obvious and detectable and should alert the user to discontinue use of the device.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.